Manufacturer narrative:
Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: residual insulin remaining in the cartridge is unusable. Per tandem user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported reusing cartridges, reusing insulin, and not performing the air removal step. Customer was instructed not to reuse supplies and was educated on the air removal process per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 270 mg/dl.